Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument clips did not lock. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter regarding the reported issue; however, no further details could be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken input disk. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on input disk #6. Other backend components adjacent to the broken inputs do not show damage. The complaint was confirmed by failure analysis.